Manufacturer narrative:
There was no patient involvement. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a broken haptic. The injector part split the lens breaking the haptic. There was no patient contact. Through follow-up, it was learned that when they started to twist the plunger to advance the lens, the cartridge tip split which broke the haptics (the haptics were still attached to the optic, just damaged). There was no apparent visual damage or issue on the lens or cartridge noticed prior to advancing the lens. There was no patient contact at all. The procedure completed successfully with the same model and diopter lens. No additional information was provided.